Event description:
After removal of the 16fr sheath after uneventful 23mm sapien xt placement, a tear at the left external iliac occurred. A medtronic 8.0 x 80 complete se was used to repair the artery. The patient was stable post-procedure and was transported to recovery per facility protocol. The patient had an access vessel minimum luminal diameter (mld) of 6.6/ 6.9mm. The vessel was mildly calcified and mildly tortuous. The dissection in the external iliac artery felt to be caused by the edge of the expandable portion of the sheath.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was returned to edwards for evaluation. During visual inspection of the device, a liner tear was observed along the entire length of the sheath shaft. Minor scratches were also noted along the entire length of sheath shaft. No sharp edges were observed along the liner tear. During dimensional analysis, linear wall thickness measurements were found to be within specifications. Due to the device being expanded during the procedure and the tear on the liner, push force testing was unable to be performed. During manufacturing, the device undergoes several inspections for kinks, bends, and mechanical damage. The inspections support that it is unlikely that a manufacturing non-conformance was the cause of the liner tear. The complaint for a torn liner was confirmed, but no manufacturing non-conformances were identified. Calcification can damage the exposed portion of the sheath liner. Such damage could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system, especially in a region where the anatomy is tortuous. Non-axial alignment during retrieval is a procedural factor that could also potentially contribute to this issue. The liner tear and scratches that were observed along the entire length of the sheath shaft suggest that the patient¿s mild tortuosity and mild calcification may have caused or contributed to the torn liner. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, written by edwards lifesciences vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter (mld) for 16fr esheath is 6.0mm. In this case, the patient¿s access vessel mld was 6.9mm. The vessel was mildly calcified with mild tortuousity. The observations from the complaint investigation and product evaluation suggest that patient factors (tortuosity and mild calcification), may have caused or contributed to the torn liner. Furthermore, there were no sharp edges noted on the torn liner. The cause for the dissection cannot be confirmed, however, it is likely that the procedure itself, in addition to the patient¿s mild calcification and mild tortuosity contributed to the dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of the complaint history for the month reveals that the occurrence rates do not exceed the control limits for this trend category.